Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information from the customer. Visual evaluation of the returned articular surface noted no visible signs of damage and passed dimensional testing. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the articular surface would not lock into the tibial tray. The surgeon inserted the tibial trial insert for cement curing. Once the cement was hardened and removed, the trial insert was washed out with the pulse lavage, and a check for debris that could have been in the way was done. Nothing was noticed. The size of all the implants was then rechecked by the surgeon and circulating nurse using the stickers and boxes. Another attempt to insert was made unsuccessfully and a new tibial insert, same size, was opened and inserted on the first attempt. There is no additional information at this time.